Event description:
Review of manufacturer's database revealed the patient died approximately nine months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.